Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. The insulin pump alarmed no delivery. The reservoir leaked at the connection with the infusion set. The blood glucose reading is 591 mg/dl. Customer treated with manual injection. Customer started feeling a little crabby. Customer had a little leg cramp. The blood glucose dropped to 300 mg/dl. Nothing further reported.